Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the main body and twist clamp. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a photograph of the sample, a separation between the main body and twist clamp of a minicaptransfer set was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.